Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating, resulting in the pump shutting down. Customer's blood glucose level was 300 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.